Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient fell and upon examination of previously implanted poly liner. Surgeon noticed that the liner was fractured. We were unable to tell if the fracture was caused by the fall or damage were was done while continuing to walk after the fall. Poly was sent to be washed and sterilized before returning to d.s. Poly was ultimately last during this process so no other information is available at this time. It was also reported that patient was revised due to fall causing liner to dislodge. Doi: unk- dor: unk (unk hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
A. Account name/hospital name. B. Date of implantation. C. Date of revision. D. Product details of the poly liner and acetabular cup. E. Was there a surgical delay? If yes, what is the duration of the delay? Hospital - (B)(6) implantation : unknown pinnacle liner, which was lost by the hospital, was involved. It is not available to send back and that is all of the information that I have at this time acetabular cup details are unknown as the cup was not removed. There was no surgical delay but there was a revision surgery that resulted in a liner exchange.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.